Event description:
User facility reported that dermatome shredded the skin graft during a procedure. A second donor site was requird to complete the procedure. According to service records, this unit was manufactured in november 1984 and was last returned for service in july 1996.